Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The device had cracked battery tube threads cracked, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, scratched case, cracked end cap and loose end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the display window was broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.